Event description:
The customer contact reported a leak; resulting in a delay in therapy. The device was being used to deliver an unspecified pain medication via an unspecified patient controlled analgesia pump. After an unspecified length of time, it was reported that the patient's "pain was increasingly sharply." It was reported that the physician was notified every hour of increasing pain starting at 0100. It was reported the physician instructed the nurses to check for the source of the increasing pain. At 0500, it was reported the nurse noted a "pool of fluid" on the floor. It was reported that solution leaked from an unspecified location from the device. No medical interventions were reported. Though requested, no additional information was provided including if the device was replaced and the therapy was resumed.

Manufacturer narrative:
Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.